Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e-mail of high blood glucose on her insulin pump. The customer stated issues of bent cannulas that might have caused the issue. The customer stated that she went to (B)(6) and got a milkshake. The customer stated that she had an MRI that afternoon and had to remove the pump. The customer stated that when she tried to remove and reconnect the pump, the adhesive started to come off and the cannula was bent during the reconnection. The customer went to the hospital for her high blood glucose reading. The customer was vomiting and her blood glucose reading was 800 mg/dl. The customer also stated that she was wearing the pump during her hospital visit.